Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00216-00. The date of that submission was 8-may-2025. E1: initial reporter phone: e1: initial reporter phone: (B)(6). H3: no product was received for analysis. The device history record of reported lot number: 6053968 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited error message: 'downstream occlusion," "clear occlusion between pump and patient¿. On 31-mar-2025, two events occurred at the time of connection to the patient and starting of the cadd pump. On 8-apr-2025, two events occurred at the time of connection to the patient and starting of the cadd pump, but the cassettes were tested in the pharmacy cleanroom with ns 0.9% and worked correctly. There was patient involvement, but no patient harm reported. However, patients had to wait an additional 15-30 minutes while a new cassette was being compounded. There is a possibility that the lot had chemotherapy, with the date of events occurring between 31-mar-2025 and 09-apr-2025.